Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
A report was received from the USA stating that the device's "tip bent during surgery." There were no user or patient injuries. It is unknown if medical intervention or surgical delay occurred. No additional information was provided.